Event description:
It was reported that the patient believed the implantable neurostimulator (ins) "no longer works" and she wanted it replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2001. Product type: extension: product ID 3587a, lot# l62019, implanted: (B)(6) 2001. Product type: lead: product ID 3425, serial# (B)(4). Product type: transmitter. (B)(4).